Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer reported that insulin pump had software error detected alarm. Customer was able to clear the alarm and was able to complete rewind. Customer performed self test and the test was passed. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.